Event description:
Customer reports to have received a sensor error alarm during initialization. Customer's blood glucose was 535 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised to monitor insulin pump and to call back if further assistance is needed. No further information provided.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and it passed per specifications with accurate readings. Complaint against the needle was not confirmed since the customer didn't return the insertion needle to the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.